Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was experiencing rising impedances. The lead was capped/abandoned and replaced. There were no patient symptoms/injuries related to this event.